Event description:
The pt reportedly experiences sound quality issues and decreased speech perception with use of the cochlear implant. Extensive programming changes were made. Testing revealed that the device is functioning within normal limits. The center will pursue device revision surgery.